Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during meniscus arthroscopic repair, the t2 implants of two (2) fast-fix 360 devices could not be deployed. The procedure was completed using a competitor device; however, it was unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: corrected information in g4.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned in original packaging with the batch number of the complaint on the label. Device one, the t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device two, the t1 and t2 were not returned. A partial suture was returned. The needle is broken off and was not returned. A functional evaluation of device one showed the actuator cycled to the tip of the needle but will only return to the pre-t1/post-t2 position. Device two showed no functional testing could be conducted since there is damage hindering the inspection/evaluation. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Event description:
It was reported that during meniscus arthroscopic repair, the t2 implants of two (2) fast-fix 360 devices could not be deployed. The t1 implants were removed from the patient with forceps. The procedure was completed with a surgical delay of less than 30 minutes using a mitk truespan competitor device. No further complications were reported.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).